Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise seen on ra channel and minimally rv channel. Device was not sensing noise on rv channel only on ra channel. Discussed possibility of external emi and option to evaluate in person. Device remains implanted. Should additional information be received this file will be updated.